Event description:
Procedure type: vats. According to the reporter: the device was fired and the scalpel was deformed. The tissue was not cut. A new instrument was used. The case was extended by more than 30 minutes. There was no bleeding reported in excess of 250cc. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).